Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise with isometrics and oversensing. The lead was believed to be fractured. Another ra lead was successfully implanted. No additional adverse patient effects were reported.